Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that their insulin pump was suspended. The customer¿s blood glucose level was 23 mmol/l at the time of the incident. The mother stated the insulin pump keypad dose not lock automatically and during the night the insulin pump was suspended. The mother was not with the insulin pump to trouble shoot, she was advised to call back. The customer¿s father called back to continue trouble shooting. The father stated no alerts or alarms in the insulin pump history. The auto off was off. The insulin pump failed the self-test. The called was advised the insulin pump will need to be returned. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with severely scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No suspended anomaly during testing. Pump passed the delivery accuracy test at 0.0866 inches. Pump error alarm during self test and confirmed in the pump history due to cold solder joint on keypad assembly.